Event description:
It was reported that a user experienced scan errors when attempting to scan an freestyle libre 3+ sensor with the ilet, troubleshooting steps were performed after which a force stop and relaunch of the app showed the sensor had already been scanned and the warmup displayed on the ilet, consistent with an intermittent communication failure involving the antenna and an interoperability problem between devices. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an intermittent communication failure attributable to electrical and magnetic factors affecting the antenna, with the device interaction indicating an interoperability issue rather than persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-level communication behavior within the antenna subsystem under electrical or magnetic influence, resulting in transient interoperability issues.